Manufacturer narrative:
(B)(4). No product yet returned.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. (B)(6) of (B)(6) states the customer received a result of 46mg/dl. The customers expected result of 150-200mg/dl. The storage method, open vial date or expiration date could not be confirmed. No adverse event reported.